Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. The lesion being treated was located in the moderately tortuous and calcified mid left anterior descending (lad). The 3.50x12mm nc quantum apex balloon was inflated to 14 atm and the balloon ruptured. The device was removed intact. The procedure was completed with 4.5x12mm quantum apex. No patient complications were reported and patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).